Event description:
Additional information reported that the patient presented with noted asymmetric layered thrombus to outflow cannula on CT performed (B)(6) 2018 and have been medically managed with coumadin, plavix, and aspirin. The patient is taking medications as ordered; however, does not follow diet restrictions. The patient¿s lactate dehydrogenase (ldh) range 590-660 u/l since march and international normalized ratio (inr) goal range 2.5-3.5. It was noted that the patient¿s inr was below range once in (B)(6) and twice in (B)(6). Patient stated recent fall on approximately (B)(6) 2019 and was seen in clinic on (B)(6) 2019 with ldh at 1700 u/l and admitted to the hospital for hemolysis on (B)(6) 2019. Heparin started on admission with lvad flows and power 6-7. On (B)(6) 2019 a CT scan with noted non-occlusive thrombus within outflow cannula was noted. Ldh without decrease even with heparin.

Manufacturer narrative:
Section b5, b6 and b7: additional information received in uf/importer report # (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed the report of suspected pump thrombosis. Upon disassembly of the pump, two pink thrombus formations were identified on two of the rotor blades on the proximal side of the rotor body. The thrombi were not adhered to the blood-contacting surfaces and did not reveal any evidence of denaturation or laminated layering. The structure of the thrombus formations suggests that they did not originate on the rotor and initially developed in another location; however, their specific origins could not be conclusively determined. The evaluation could not determine a specific cause for the development of the observed thrombus formations or a duration of time for which they were present in the device. The sealed outflow graft conduit was returned with the sealed outflow bend relief collar attached to the outflow graft and bend relief hardware with green suture. The sealed outflow graft was returned severed adjacent to the distal end of the bend relief and the severed portion of the graft was not returned. The interface area between the outflow graft and bend relief revealed a normal accumulation of non-laminated biological deposition, which is outside of the blood flow path. Examination of the outflow graft material revealed some kinking. A specific cause for the outflow graft kinking as well as a duration of time for which the graft distortion was present could not be conclusively determined through this evaluation; however, the outflow graft was severed upon receipt and there was a slight kink and broken rib observed at the proximal end of the overlying bend relief, suggesting that an explant tool may have been used on the graft conduit to cause the distortion. Moreover, the non-laminated tissue accumulation on the exterior of the outflow graft did not appear to have formed around the distorted areas while no adhered depositions or thrombus formations were observed on interior of outflow graft to indicate an obstruction of flow, further suggesting that the kinks were likely not present while the device was supporting the patient. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Following cleaning, functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values that were within manufacturing specification and the device operated as intended. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. Approximate age of device- 2 years and 7 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent a pump exchange on (B)(6) 2019 due to suspected pump thrombosis. The patient was exchanged from a heartmate ii to a heartmate 3. Additional information was requested however not provided.